Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported screwdriver shaft was broken while the surgeon was removing the third screw out of six in removal surgery of distal fibula plate. Broken tip of the screwdriver shaft was left in the screw head. The surgery was complete with another screwdriver shaft. There was 90 minutes delay in the surgery. Patient harm reported was the delay in surgery. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. The report indicates that the: DHR (B)(4), lot 6857485 released (B)(6) 2012, magnum manufacturing center manufactured the ti lcp postlat distal fibula plate, p/n (B)(4), and lot number 6857485 for synthes purchase order (B)(4) and work order (B)(4). The lot was inspected and conformed to the synthes incoming and final inspection sheets (B)(4), rev ¿a¿, and ns040148, rev ¿a¿ (dated (B)(6) 2012 and (B)(6) 2012 respectively). There were no ncrs associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the plate exhibits scratches and marks on both sides of the plate. The screw remains in the plate with the broken driver tip broken off and lodged in the screw head. Magnum manufacturing center (presently relias) manufactured the 2.7mm to 3.5mm titanium lcp postlat, distal fibula plate, 5 hole / right / 103mm, part number 04.112.110, lot 6857485. Initially the lot was inspected and conformed to specifications as noted in the incoming inspection sheet and final inspection sheet. Due to the nonconformance, it is not possible to inspect the lcp plate for this complaint condition. Based on the evaluation and the unknown cause, this complaint condition is confirmed but is not considered manufacturing-related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.